Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a medication jam in mini drawer 1.1 had caused the malfunction. A field service engineer (fse) cleared the medication jam in mini drawer 1.1. The drawer functionality was verified by the anesthesiologist. An inventory check of the repaired mini drawer was performed and confirmed to be ok. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the drawer was malfunctioning, with a clicking sound and visible damage. The customer attempted to reboot and recover the drawer, but the issue was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.